Event description:
It was reported by the rep that when the devices were used during a colectomy procedure, they were locked out. Opened another device to complete the case. There was no consequence to pt. The devices were discarded.